Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing in hartmann procedure after chemoradiotherapy, device was used in a narrow view and the firing stopped midway. The surgeon used it in a blind area, and a hole was opened in the rectum part. The surgical time was extended by less than 30 min. There was tissue damage. Less than 200 cc of bleeding occurred as a result of the issue. No blood transfusion was required. Reoperation was not required. U-formed staples was noted and the staple line was incomplete proximally. The procedure was completed with another device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing in hartmann procedure after chemoradiotherapy, device was used in a narrow view and the firing stopped midway. The surgeon used it in a blind area, and a hole was opened in the intestinal tract. The surgical time was extended by less than 30 min. There was tissue damage. Less than 200 cc of bleeding occurred as a result of the issue. No blood transfusion was required. Reoperation was not required. The procedure was completed with another device.